Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hartmann's reversal procedure, leakage was revealed along the staple line of both areas the two staplers were used on. The surgery could not be completed as planned and a temporary loop ileostomy was performed.